Event description:
It was reported that following the implant procedure, the patient experienced excessive vomiting due to anesthesia. The right ventricular (rv) lead was later noted to be dislodged possibly due to the excessive vomiting. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.